Event description:
A surgeon reported that during vitrectomy surgery, the system displayed two messages and stopped working. As there was no back up device in the clinic, the surgery was cancelled. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).